Event description:
It was reported there was a drop in impedance from 700 ohms to 300 ohms and a lead polarity switch. The hcp had concerns about insulation integrity. Follow up information reported the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 14.9 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.